Event description:
The manufacturer received a call on 09/15/2025 from a reporter at a patient's home alleging an issue regarding the patient's trilogy evo USA not turning on. There was no harm or injury reported. The device was not in patient use. The reporter pressed the power on/off button, but the screen was still completely black. The green ac power light was confirmed to be lit up. The device was plugged it into several different outlets directly and even swapped out the power cords, but the device was still not able to be turned on. The reporter was directed to unplug the device for 6 minutes to allow the internal components to reset and try again. The reporter received a phone call that took precedence and needed to terminate the call stating they would call back as soon as possible. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.